Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy placement procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the pullwire broke. No part of the device detached inside the patient. The procedure was completed with a new one step button initial placement gastrostomy kit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.